Event description:
It was reported that the patient experienced an inadequate stimulation despite a reprogramming attempt. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: 7087717. UDI: (B)(4).